Manufacturer narrative:
The manufacturer did not receive devices for review but it was mentioned by complainant that it will be returned. X-ray pictures and implantation surgical report were received and will be reviewed within the investigation. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a cmn femoral nail, ccd 125, left,11.5 mm, 38 cm on (B)(6) 2016. It was reported that the nail broke on an unknown date and the patient underwent a revision surgery.

Manufacturer narrative:
No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. The correct implantation of the znn nailing system is described in the surgical technique. Visual examination: the znn nail has been returned with all involved components. The znn nail is broken at the level of the hole where the lag screw is positioned. The fracture surfaces indicate a fatigue fracture with the origin on the lateral side of the nail. The anterior fracture surfaces are not plane; there are slightly higher and lower steps visible along the fracture surfaces. All the fracture surfaces are partially polished. It can also be seen a crack which is close to the fracture origin. There is a new edge medially and laterally. Low-power microscope investigation of this new edge revealed parallel scratches aligned in one direction which could be consistent with drill marks. On the lag screw hole it is visible that material of the nail is missing. The returned lag screw shows some damages around the shaft region and also around the grooves. The tip of the set screw is deformed. A (B)(6) female patient with multifragmental left femur fracture has been treated with a znn nailing system. As the revision date was not provided the time in vivo is unknown. The znn nail was implanted on 05.01.2016 and was broken through the hole for the lag screw. The returned products indicates that no material defects that could have triggered the fracture could be detected. The visual examination of the devices show a fatigue fracture of the nail. The missing nail material on the nail fragment could be generated during the lag screw reaming (drill marks visible). The lack of material on the lag screw hole of the nail caused a new surface angulation of the lateral lag screw hole, which could have influenced the force transmission between the components. Based on the given information and the results of the investigation, an exact root cause of the nail fracture could not be identified. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).